Event description:
The repair representative reported that the device failed the system setup test and generated a ¿ventilator service required¿ (vsr) alarm during field correction order (fco) service. The failure occurred during pre-test; device settings, patient use, clinical intervention, and patient outcome were not reported. No harm or adverse patient impact was alleged. Device evaluation confirmed an error code in the event log, indicating an issue with the supercap/charging unit associated with backup power functionality. The system pca (system board), which contains the supercap circuitry, was replaced to address the confirmed malfunction. Additionally, a cracked outer sheath of the ac power cord and crush damage to a cable were identified; the ac power cord, usb extension cable, and proportional valve were replaced. Final testing, including battery, valve, and run-in tests, was performed and the device passed all final testing. Evaluation is complete.